Event description:
This report relates to the questionable design of the cable connection. When the connection is not made between the cable that controls the self administered medication, no alarm sounds that alerts the caregiver that the medication is not being delivered.